Manufacturer narrative:
The pod arrived fully deployed, delivering over 200 pulses, including multiple immediate boluses. No damages were observed that would contribute to the reported needle mechanism complaint. The pod functioned as intended. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pink slide did not move forward, and the cannula was noted to be bent when the pod was removed. The patient¿s glucose level reached 27 mmol/l (486 mg/dl), and the patient stated that they administered a bolus without success. The pod had been worn for longer than 48 hours. As treatment, a new pod was applied.